Manufacturer narrative:
Product complaint # (B)(4). Additional information: b3, h 6. Health effect - impact code, h6. Type of investigation. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient dehiscence? No photos available of the dehiscence what was the procedure date? (B)(6) 2023. Was any prescription strength medication prescribed? Please specify? Not anything prescribed. Was any surgical intervention performed to address the dehiscence? They used staplers. Address the dehiscence please describe how was the adhesive was applied. While the surgery they closing the skin using with the dermabond prineo. Fist they used the mesh and confirmed 100% approximation. After that they used the adhesive is used on the mesh. What prep was used prior to, during or after adhesive use? Not clear. Was a dressing placed over the incision? If so, what type of cover dressing used? No dressing placed on the incision. Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) current patient status. No history of allergy and other kind of reqctions is product available to return for analysis. Product not available for return. Current patient status. Currently patient is fine. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Physician opinion about this event. He has been using it in the first time. So that the event will be happened. Or the product is not sufficient for the case. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a c section on an unknown date and topical skin adhesive was used. Adhesive has been used, after two days the skin seems separated. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient dehiscence? What was the procedure date? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed to address the dehiscence? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No device is available for return. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.